Manufacturer narrative:
Scale display on the footboard.

Event description:
It was reported by svc report that the scale does not weigh correctly. The customer did not know if there was pt involvement, however, no adverse consequences are reported.